Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer was hospitalized at the emergency room for diabetic ketoacidosis. The customer stated that his stomach was upset and he vomited. The customer was also given fluids for dehydration. The customer declined to troubleshoot for high readings.